Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 521 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The mother also reported no delivery alarms prior to the event. The mother requested a replacement insulin pump. Nothing further was reported.